Manufacturer narrative:
The freedom battery charger and the two onboard batteries were returned to syncardia for evaluation. The investigation determined that the freedom battery charger functioned as intended; however, the freedom onboard batteries were found to be inoperative during functional testing. Review of the system management (smbus) data revealed that the batteries were exhibiting permanent fault input (pfin) flags, confirming their inoperative state. The root cause of the onboard batteries malfunction could not be conclusively determined; however, the likely cause of the fault was an overcurrent event where the batteries' terminals were shorted and their output was instantly faulted by the batteries' analog front end (afe) safety monitor circuitry without logging the events. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) initial (2 of 2).

Event description:
The reported issue involves two freedom onboard batteries and is reported under two separate medical device reports: freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2017-00060) and freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2017-00061). The customer, a syncardia certified hospital, reported that one of the wells in a patient's freedom battery charger (not a medical device) was not charging and appeared to be depleting two freedom onboard batteries. The customer also reported that the patient believed the charging capabilities of the two freedom onboard batteries were affected by the bad charging well. There was no reported adverse patient impact.